Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery (rca). The 4.5 x 8 mm nc trek balloon was advanced and used to perform dilatation on the ostial rca, for two inflations, at 18 atmospheres, for 10 seconds. After dilatation, the balloon would not deflate; therefore, protamine was infused, as the balloon needed to be pulled forcefully during removal. The inflated trek balloon, guiding catheter, guide wire, and introducer were removed together. It was noted that the nc trek was not soaked prior to use and was not prepared for use outside of the patient anatomy. The target lesion was treated with stent implantation. A balance middleweight (bmw) guide wire was used during the procedure. There were no adverse patient effects. No additional information was provided. The nc trek was returned with the shaft was separated. An unknown guide wire (possibly the bmw) was returned inserted in the lumen and was separated approximately 9.5 cm proximal to the tip ball. The separated portion was not returned.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned. The shaft was separated approximately 6.5cm proximal to the proximal balloon seal. The separated portion including the hub was not returned. A guidewire was returned inserted in the lumen and was separated approximately 9.5 cm proximal to the tip ball. The separated portion was not returned. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: nc trek. Inflation: indeflator 20/30. Guide cath: cordis jr4 6fr. Rhv: copilot. Sheath: 6 fr cordis. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The nc trek referenced, is being filed under a separate medwatch report.